Manufacturer narrative:
This report is submitted on march 20, 2023.

Event description:
Per the clinic, the patient experience skin breakdown at the anterior portion of the implant (date not reported) due to eye glasses being too tight and the device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 20, 2023 was filed inadvertently. No device explantation has occurred. Per the clinic, the patient underwent a revision surgery on (B)(6) 2023 in order to reposition the device. This report is submitted on may 02, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced bacteria infection at anterior end of the magnet site (specific date not reported) and subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on july 18, 2023.